Event description:
It was reported the insulin pump had alarmed no delivery during manual prime. Customer's blood glucose was unknown. Customer was advised to remove the infusion set from the insulin pump. Customer stated the tubing could be filled manually and was advised to change the catheter. Alarm reoccurred during manual prime. The reservoir might have been occluded and it's not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.